Event description:
Three channel baxter pump in place on patient. Patient noted "sparking" from back of pump where cord is located. Nurse called and immediately removed pump. No fire. No patient injury. Pump and cord sent to biomed and then to baxter for evaluation.